Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was 119 mg/dl. During troubleshooting, it was found that the insulin pump was not dropped and not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the prime test due to a motor home with a high current draw. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.